Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was displaying an "er2" message. Per the onetouch ultramini owner's booklet, an error 2 message can be due to "a strip or meter problem". The complaint was classified based on the customer care advocate (cca) documentation. The cca was informed by the patient that the alleged issue began on (B)(6) 2011 at 7:00pm. The patient stated that she takes insulin, lantis and humalog (unknown dosages) to manage her diabetes. Simultaneously after the reported issue occurred, the patient claimed to have stopped/skipped her insulin intake in response to the alleged error message. The cca was advised by the patient that she developed symptoms of being "shaky" three hours after the alleged issue began. It is not known if the patient treated herself in response to the symptoms. At the time of troubleshooting, the cca determined that the patient was using the correct test strips and was going through the proper testing procedures as recommended per the owner's booklet. Replacement products were sent to the patient. This complaint is being reported because the patient claimed to have developed symptoms suggestive of a serious injury after the alleged issue occurred.